Manufacturer narrative:
On 18-sep-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team found that it was difficult to flush and to pass the wire through the vizigo¿ sheath. The physician checked the sheath and removed a clot that was in the valve, but the issue continued. There was no evidence of device damage noted. No blood loss occurred. No air entered the patient's body. The vizigo¿ sheath was replaced and the problem was resolved. The case continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A device history review was performed for the finished device number lot 00002583 and no internal action related to the complaint was found during the review. The thrombus/ clot issue reported by the customer could not be observed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use of the device contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli; once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team found that it was difficult to flush and to pass the wire through the vizigo¿ sheath. The physician checked the sheath and removed a clot that was in the valve, but the issue continued. There was no evidence of device damage noted. No blood loss occurred. No air entered the patient's body. The vizigo¿ sheath was replaced and the problem was resolved. The case continued. No patient consequences were reported.